Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user reported black screen. User tried to turn on but issue remains the same. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer found the station powered on and functioning upon arrival, customer stated that they identified a tripped circuit breaker had previously prevented the station from booting, logged into the hardware test application and verified that all drawers were operational, tested the battery backup functions, with all tests passing successfully, completed additional validation using both the hardware test application and the dispensing application, confirming proper system operation. A technical support specialist dialed into station to verify the reported issue, observed that the station was functioning normally during remote validation. The system functioned as intended when the field service engineer investigated the issue.